Event description:
Discordant, falsely low homocysteine results were obtained on three patient samples on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The samples were repeated multiple times on the same instrument, resulting higher than the initial results. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low homocysteine results.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument but could not find any instrument malfunction. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc stated that the samples were placed onboard without being completely thawed out which explained the discordant low results. The hsc also stated that there was difference in the level sense between the pipetting of the initial sample and the repeat samples, which explained the high number of clot detected errors in the instrument. The cause of discordant, falsely low homocysteine results on three patient samples is related to user error. The instrument is performing according to specifications. No further evaluation of the device is required.